Event description:
During a pta and stenting treatment procedure in the iliac, the coating seemed to "peel" off of the guidewire. The physician was using an introducer sheath and guide catheter. During routine wire exchange, on removal it was noted that the coating on the wire appeared to be peeling off. According to the reporter, no foreign material was released into the body and no pt injury or complications were reported.